Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed supplies and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.